Event description:
The shunt was implanted in 1995 and revised in 2001. A shunt series was obtained that showed that the peritoneal catheter had fractured and fallen into the peritoneal cavity. A small piece of peritoneal catheter was still held in place by sutures on connector at the distal end of the valve.